Event description:
I have used nutrifill since 2022 as a fill solution for my new scleral lenses. In late (B)(6) 2024, I experienced a lot of itchiness, redness, and fogging after wearing. I was also starting the process to transition to prose lens since I was having trouble with the fit of scleral lenses. In (B)(6) 2025, my eyes burned and had severe itchiness after insertion of my lenes using nutrifill. I contacted contamac by telephone to inform them of my symptoms and asked if they received other complaints. Contamac emailed a response stating, "no one else has had any similar reports with any of the product (from any batch)" and advised me to contact my eyecare provider. I contacted my provider via electronically of my symptoms and she stated it's uncommon to experience those symptoms, but it could be due to allergies. I eventually cancelled my subscription of nutrifill due to intolerance. Eventually my eyes cleared up once I switched solutions. I did have 3 boxes and continued to use the recalled lot when I traveled as a back-up believing it was my allergies. I would use allergy eye drops and steroids as needed. I recently used the last box on (B)(6) 2025 after a week vacation and redness returned. I learned of recall upon return from vacation and called my eyecare provider who assessed my eyes and prescribed steroids for the irritation. Reference report #mw5171061, #mw5171062.